Event description:
Pacemaker/defibrillator put into use for a code situation. ECG electrodes and multi function electrodes attached to pt and cables connected to respective electrodes. Unit turned on and ready for use in electrode mode. Defibrillator charged and ready for use. Individual began pushing buttons on defibrillator before unit was discharged. When attempting to discharge defibrillator into pt, the unit would not discharge. Another defibrillator was brought in for use. The faulty unit was sent to the biomed engineering dept for eval. The unit was in "monitor on" and the "sync" light was on. The "low battery" message appeared moments later. ECG signal may have been too weak for a sync signal. The unit may not have been plugged in, allowing the battery to be low.